Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an MRI tech regarding an implantable neurostimulator. The reason for call was caller stated that the patient said the implant is not functioning, 'no longer works' and is dead. The ins is close to eos date but should not have reached it yet. Patient reported it is not working anymore. She said it did not reach the pain, is in no charge capability and has been turned off for years now. Agent reviewed possible over-discharge with the caller. Agent provided guidance on potential resolution, MRI considerations. The patient was redirected to their healthcare provider to further address the issue.